Event description:
Two mesa screws broke ¾ down in the threads. Patient was involved in two incidents in the post-operative period. One where she feel back on the toilet seat approximately 4 weeks post-op and sometime thereafter, she was a passenger in a vehicle that jumped a curb and she subsequently experienced an onset of pain from the jolt. Patient has been re-operated on twice.

Manufacturer narrative:
It was reported that the screws fractured bilaterally approximately 7-9 months post-op. The patient was revised and the implants were removed about four years post the original surgery date. The fractured screws were sent to an independent lab for analysis. No material or manufacturing defects observed. The manufacturing and inspection records were reviewed and no discrepancies were found. The screws were made to specification. The fracture surface of one of the screws that fractured (lot cuc) exhibited little evidence of fatigue due to burnishing, which likely occurred post fracture. The suspected cause of fracture of the screw with lot fyg was cantilever bending and fatigue overload. The final separation mechanism of both screws was ductile overload.

Manufacturer narrative:
Surgeon feels fracture is likely a result of two incidents the patient experienced post-op (fall onto the toilet within 4 weeks of initial surgery and then a few months following, the patient was a passenger in an automobile that jumped a curb, resulting in immediate onset of pain) and subsequent pseudoarthrosis. The patient was re-operated on and received two interbodies however, the patient's pain worsened. The patient was revised on (B)(6), 2014. The broken portions of the screws that could be taken out were removed and the construct extended one level above the initial construct and all the way down to s1, with on pelvic screw also being implanted. The revision was performed with the depuy expedium screw system. X-rays were made available. The patient tolerated the revision surgery well and is currently recovering. A review of the manufacturing and inspection records did not reveal any discrepancies. The parts are currently being evaluated by an independent laboratory however, the investigation is still underway and as such, no firm conclusions can be drawn however, it does appear that the incident has a number of contributory factors.